Manufacturer narrative:
Dates of death, event, and implant: estimated dates. The stent remains in patient. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. A conclusive cause for the reported death, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional patient effects referenced is being filed under a separate medwatch report. The other two xience devices referenced are being filed under separate medwatch reports.

Event description:
It was reported through a research article identifying xience v, xience prime, xience xpedition and non-abbott stents that may be related to death, target lesion revascularization, myocardial infarctions, stroke, and stent thrombosis. Details are listed in the attached article, titled long-term clinical outcomes after percutaneous coronary intervention to treat long lesions in hemodialysis patients in the era of second-generation drug-eluting stents.

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.